Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint - litigation alleges patient had pain from asr hip implants. (Same hip twice). Update 8/3/12 - plaintiff¿s preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd 3/28/2013- ppd and medical records received. After review of the medical records the first revision indicated pain, dislocation, some metallosis, and an old trochanteric fracture. The stem is being added to the complaint. The second revision indicated subluxation, pain, and metallosis. The cup wasn¿t revised during the 1st revision so there is no need to report the same cup twice, please change the 2nd cup to the stem below. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/25/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.